Manufacturer narrative:
E1: initial reporter phone no.(additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle, butterfly port. This was observed during compounding process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d4, h4. Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to b5: b5: quantity was updated to 2 h11: should additional relevant information become available, a supplemental report will be submitted.